Event description:
It was reported by the aci clinical specialist that a female pt underwent an interventional peripheral procedure on (B)(6) 2013. Peri-procedure, the pt was anticoagulated with 5000 units of heparin. Access was maintained at the common femoral artery via a 6f short sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure upon pullback at the first stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed successfully with buddy wire (guide wire) and 50/50 contrast. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 5.5mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.